Event description:
It was reported that while provider was using the intellitrak, the handpiece was lifted off the tissue and went to the next row. It was confirmed that there was no patient or provider injury. A trained cynosure lutronic field service engineer (fse) went to the customer site for device evaluation. During this time, the reported issue of intermittent misfiring was verified. The intillitrak tip was found to be defective and to correct the issue a new tip was ordered for the customer. This event is a reportable event since this is an aro (accidental radiation occurrence) due to device firing unintentionally on its own.